Event description:
It was reported that the device was explanted after an implant duration of approximately 57.9 months, due to unknown reasons. No further details were provided.

Event description:
A customer obtained erroneously high accutni results above the ami cut-off and within the risk stratification range for one patient.upon repeat analysis,the results were in the normal reference range. The erroneous results were reported outside of the lab.the customer reported that the patient was sent to the heart catheterization laboratory which was reported to be clear. There was no report of death or injury attributed or connected to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. Device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.